Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of - 5.00/1.0/073 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2024. The patient experienced low vault. Lens remains implanted. It was reported that the problem resolved, patient is happy.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).